Event description:
Initial surgery performed in 2006, a grade two spondylolisthesis reduction, 1 level fusion of l5-s1 with non-aesculap peek cage and use of s4 sr1 jig for reduction. Noted on post op exam: x-ray that the right s1 sacral screw broke. No specific incident (i.e. Fall). Not going to perform revison surgery-screw not dislodged and patient close to fusion.

Manufacturer narrative:
The manufacturer, aesculap, has been notified of the incident and will investigate.